Event description:
The customer reported that the central nurse's station (cns) displayed a communication loss (comm loss) error message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a communication loss (comm loss) error message, but the unit is up and running. Technical support (ts) is working with the customer to resolve the issue. It is unknown whether or not the unit was in patient use at the time.